Event description:
Found during testing. According to the rptr, the device alarms "connect cable" every time it is powered up and does not recognize that a therapy cable is already connected.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.